Manufacturer narrative:
Bayer case number: (B)(4) mechanical lower back pain [low back pain] , severe cramp in the right calf [cramps leg] , haematoma [haematoma] , haematoma linked to a small muscle tear in the right external gastrocnemius muscle [torn muscle], numbness of the right lower limb, [numbness in leg] , fibromyalgia [fibromyalgia] , adhesive capsulitis of the left shoulder [adhesive capsulitis of shoulder], deterioration of the intestinal lining [other disorders of intestine] , irritable bowel syndrome e due to food hypersensitivities [irritable bowel syndrome] , food hypersensitivities [food allergy] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. The most recent information was received on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("mechanical lower back pain") in a 40-year-old female patient who had essure (ess205) inserted (lot no. 12266010) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multigravida and allergic reaction to analgesics. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 311 days after essure (ess205) insertion, she experienced back pain (seriousness criteria disability and intervention required), muscle spasms ("severe cramp in the right calf"), haematoma ("haematoma"), muscle rupture ("haematoma linked to a small muscle tear in the right external gastrocnemius muscle"), hypoaesthesia ("numbness of the right lower limb,"), fibromyalgia ("fibromyalgia"), periarthritis ("adhesive capsulitis of the left shoulder"), gastrointestinal disorder ("deterioration of the intestinal lining"), irritable bowel syndrome ("irritable bowel syndrome e due to food hypersensitivities") and food allergy ("food hypersensitivities"). On unknown date she experienced depression ("depression"). The patient was treated with analgesic (camphor, capsicum annuum, gaultheria procumbens oil, menthol) as well as surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the depression had not resolved. The outcomes for back pain, muscle spasms, haematoma, muscle rupture, hypoaesthesia, fibromyalgia, periarthritis, gastrointestinal disorder, irritable bowel syndrome and food allergy were unknown. No causality assessment was received for essure (ess205) with regard to muscle spasms, haematoma, muscle rupture, back pain, hypoaesthesia, fibromyalgia, periarthritis, gastrointestinal disorder, irritable bowel syndrome, food allergy or depression. The reporter commented: 7 injections in the lumbar spine + treatment at the functional rehabilitation center. Category 1 disability since (B)(6) 2007 + category 2 disability since 15-(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2005: opacification of uterine cavity carried out without difficulty. Under pressure, the right tubal and ampullar portion is easily opacified with good intraperitoneal passage at the end of the examination. Entirely satisfactory impermeability on the left side (intravascular passage under pressure only) [hysteroscopy] on (B)(6) 2004: permanent sterilisation. Procedure without anaesthesia. Technique: hysteroscopy straightforward. The essure was inserted on the left side, not without difficulty. The number of coils was checked. On the right, the procedure was more complicated due to bleeding. At the end of the procedure, it was not possible to really check the number of coils. Follow-up required in 3 months. [Ultrasound scan] (date unknown): n ruled out the presence of any developing thrombotic process, deep or superficial, around the various proximal and distal axes of the two lower limb sweep of the affected area revealed the presence of a hypoechoic formation measuring 1.5 cm long x 0.48 cm wide, suggesting a haematoma linked to a small muscle tear in the right external gastrocnemius muscle. Proximal and distal arterial axes show correct flows batch number 12266010; manufacture date-2004-10-01; expiration date-2006-06-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) mechanical lower back pain [low back pain], severe cramp in the right calf [cramps leg], haematoma [haematoma], haematoma linked to a small muscle tear in the right external gastrocnemius muscle [torn muscle], numbness of the right lower limb, [numbness in leg], fibromyalgia [fibromyalgia], adhesive capsulitis of the left shoulder [adhesive capsulitis of shoulder] , deterioration of the intestinal lining [other disorders of intestine] , irritable bowel syndrome e due to food hypersensitivities [irritable bowel syndrome], food hypersensitivities [food allergy], depression [depression]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("mechanical lower back pain") in a 40-year-old female patient who had essure (ess205) inserted (lot no. 12266010) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multigravida and allergic reaction to analgesics. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 311 days after essure (ess205) insertion, she experienced back pain (seriousness criteria disability and intervention required), muscle spasms ("severe cramp in the right calf"), haematoma ("haematoma"), muscle rupture ("haematoma linked to a small muscle tear in the right external gastrocnemius muscle"), hypoaesthesia ("numbness of the right lower limb,"), fibromyalgia ("fibromyalgia"), periarthritis ("adhesive capsulitis of the left shoulder"), gastrointestinal disorder ("deterioration of the intestinal lining"), irritable bowel syndrome ("irritable bowel syndrome e due to food hypersensitivities") and food allergy ("food hypersensitivities"). On unknown date she experienced depression ("depression"). The patient was treated with analgesic (camphor, capsicum annuum, gaultheria procumbens oil, menthol) as well as surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the depression had not resolved. The outcomes for back pain, muscle spasms, haematoma, muscle rupture, hypoaesthesia, fibromyalgia, periarthritis, gastrointestinal disorder, irritable bowel syndrome and food allergy were unknown. No causality assessment was received for essure (ess205) with regard to muscle spasms, haematoma, muscle rupture, back pain, hypoaesthesia, fibromyalgia, periarthritis, gastrointestinal disorder, irritable bowel syndrome, food allergy or depression. The reporter commented: 7 injections in the lumbar spine + treatment at the functional rehabilitation center. Category 1 disability since (B)(6) 2007 + category 2 disability since (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2005: opacification of uterine cavity carried out without difficulty. Under pressure, the right tubal and ampullar portion is easily opacified with good intraperitoneal passage at the end of the examination. Entirely satisfactory impermeability on the left side (intravascular passage under pressure only) [hysteroscopy] on (B)(6) 2004: permanent sterilisation. Procedure without anaesthesia. Technique: hysteroscopy straightforward. The essure was inserted on the left side, not without difficulty. The number of coils was checked. On the right, the procedure was more complicated due to bleeding. At the end of the procedure, it was not possible to really check the number of coils. Follow-up required in 3 months. [Ultrasound scan] (date unknown): n ruled out the presence of any developing thrombotic process, deep or superficial, around the various proximal and distal axes of the two lower limb sweep of the affected area revealed the presence of a hypoechoic formation measuring 1.5 cm long x 0.48 cm wide, suggesting a haematoma linked to a small muscle tear in the right external gastrocnemius muscle. Proximal and distal arterial axes show correct flows. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.